Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. It is unknown if the lead will return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. It is unknown if the lead will return. No additional adverse patient effects were reported.